Event description:
Customer reported that they were experiencing high blood glucose level 500 mg/dl. Insulin pump received insulin flow block alarm which was resolved set change. Customer was not reporting any symptoms related high blood glucose level. Customer declined troubleshooting for high blood glucose level. Insulin pump was not on auto mode. Insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.